Manufacturer narrative:
(B)(6).

Event description:
(B)(6) registry. It was reported that acute non-st-segment elevation myocardial infarction occurred. In (B)(6) 2020, the subject presented with unstable angina and was referred for cardiac catherization. The index procedure was performed on the same day. The target lesion 1 was located in the proximal left anterior descending (lad) artery extending up to middle lad with 85% stenosis and was 30 mm long, with a reference vessel diameter of 3.0mm. The target lesion 1 was treated with pre-dilatation and placement of a 3.00 mm x 32 mm with synergy stent system. Following post-dilatation, the residual stenosis was 0%. Two days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2021, the subject was diagnosed with acute non-st-segment elevation myocardial infarction and was hospitalized on the same day for further evaluation and treatment. A coronary stent was implanted to treat the event. Six days later, the event was considered to be recovered and resolved, and the subject was discharged on aspirin and clopidogrel.

Manufacturer narrative:
E1- initial reporter facility name: (B)(6).

Event description:
Synergy china registry. It was reported that acute non-st-segment elevation myocardial infarction occurred. In (B)(6) 2020, the subject presented with unstable angina and was referred for cardiac catherization. The index procedure was performed on the same day. The target lesion 1 was located in the proximal left anterior descending (lad) artery extending up to middle lad with 85% stenosis and was 30 mm long, with a reference vessel diameter of 3.0mm. The target lesion 1 was treated with pre-dilatation and placement of a 3.00 mm x 32 mm with synergy stent system. Following post-dilatation, the residual stenosis was 0%. Two days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2021, the subject was diagnosed with acute non-st-segment elevation myocardial infarction and was hospitalized on the same day for further evaluation and treatment. A coronary stent was implanted to treat the event. Six days later, the event was considered to be recovered and resolved, and the subject was discharged on aspirin and clopidogrel. It was further reported that in (B)(6) 2021, the subject was referred for coronary angiography which revealed 80% stenosis in the proximal lad which had previously placed study device and was treated with percutaneous coronary intervention (pci) / target-vessel revascularization (tvr). Post intervention, residual stenosis was 0%. The rationale for tvr was elevated cardiac enzyme. It was further reported that, 12 lead electrocardiogram (ECG) was performed. Additionally, the location of the mi was lateral and it is unknown if it was a q wave mi. The 80% stenosis in the proximal lad extended up to distal lad. The rationale for mi was noted ECG changes and angiography.

Event description:
Synergy china registry. It was reported that acute non-st-segment elevation myocardial infarction occurred. In (B)(6) 2020, the subject presented with unstable angina and was referred for cardiac catherization. The index procedure was performed on the same day. The target lesion 1 was located in the proximal left anterior descending (lad) artery extending up to middle lad with 85% stenosis and was 30 mm long, with a reference vessel diameter of 3.0mm. The target lesion 1 was treated with pre-dilatation and placement of a 3.00 mm x 32 mm with synergy stent system. Following post-dilatation, the residual stenosis was 0%. Two days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2021, the subject was diagnosed with acute non-st-segment elevation myocardial infarction and was hospitalized on the same day for further evaluation and treatment. A coronary stent was implanted to treat the event. Six days later, the event was considered to be recovered and resolved, and the subject was discharged on aspirin and clopidogrel. It was further reported that in (B)(6) 2021, the subject was referred for coronary angiography which revealed 80% stenosis in the proximal lad which had previously placed study device and was treated with percutaneous coronary intervention (pci) / target-vessel revascularization (tvr). Post intervention, residual stenosis was 0%. The rationale for tvr was elevated cardiac enzyme. It was further reported that, 12 lead electrocardiogram (ECG) was performed. Additionally, the location of the mi was lateral and it is unknown if it was a q wave mi. The 80% stenosis in the proximal lad extended up to distal lad. The rationale for mi was noted ECG changes and angiography. It was further reported that in (B)(6) 2021, the mi was diagnosed based on biomarker elevation. Three days later, revascularization was recommended. Additionally, the event was treated medically.

Manufacturer narrative:
B5: describe event or problem updated. E1. Initial reporter information: (B)(6).

Manufacturer narrative:
E1- initial reporter facility name: (B)(6) medical university. Updated h6 patient codes.

Event description:
Synergy china registry. It was reported that acute non-st-segment elevation myocardial infarction occurred. In (B)(6) 2020, the subject presented with unstable angina and was referred for cardiac catherization. The index procedure was performed on the same day. The target lesion 1 was located in the proximal left anterior descending (lad) artery extending up to middle lad with 85% stenosis and was 30 mm long, with a reference vessel diameter of 3.0mm. The target lesion 1 was treated with pre-dilatation and placement of a 3.00 mm x 32 mm with synergy stent system. Following post-dilatation, the residual stenosis was 0%. Two days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2021, the subject was diagnosed with acute non-st-segment elevation myocardial infarction and was hospitalized on the same day for further evaluation and treatment. A coronary stent was implanted to treat the event. Six days later, the event was considered to be recovered and resolved, and the subject was discharged on aspirin and clopidogrel. It was further reported that the subject was referred for coronary angiography which revealed 80% stenosis in the proximal lad which had previously placed study device and was treated with percutaneous coronary intervention (pci). Post intervention, residual stenosis was 0% target-vessel revascularization (tvr). The rationale for tvr was elevated cardiac enzyme.